Event description:
It was reported that pump experienced past malfunction identified by malfunction alarm and high blood glucose reading marked as ¿high,¿ with no notable events occurring beforehand. Customer¿s blood glucose level exceeded normal range, but specific value was not known and there was no involvement of any third party. Customer gave correction insulin injection by multiple daily injections. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.